Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. During an endoscopic sphincterotomy (est), the subject device was used. The cutting wire of the subject device broke off during activation. There were no fallen fragments. The intended procedure was completed with another device. There was no patient injury reported. As a result of evaluation for the subject device, olympus medical systems corp. (Omsc) found that the cutting wire coating was partially missing. This is the report regarding the breakage of the cutting wire and the missing of the cutting wire coating.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The factory of aomori olympus confirmed that the cutting wire of the subject device was broken. The broken section of the cutting wire was melted and burned. As a measurement result of the outer diameter of the cutting wire, there was no abnormality. The cutting wire was no missing part but the coating on it was partially missing. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc assumes that the damage of the coating occurred due to contacting with the metal part of the forceps elevator of the endoscope. The exposed cutting wire from the damaged coating contacted to the metal part of the forceps elevator while the device was activated the output. Then, a part of the cutting wire became extremely hot, resulting in breakage. The cause of the coated portion missing might be the following reasons. *the coated portion fell off since it was torn apart. *the peeled coated portion fell off since it was melt due to heat by energization. The above device handling has warned in the instruction manual.